Event description:
It was reported to philips that the device's host computer was not starting, which can impact the system booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer(rse) inspected the system remotely and confirmed the reported event. Analysis of the log file confirmed a host pc malfunction. A philips field service engineer(fse) inspected the system onsite and during troubleshooting found that the issue was with the host pc. Fse replaced the host pc and hard drive and reloaded the software. The replaced host pc was returned for analysis and the part analysis did not identify a malfunction with the host pc. However, after replacement of host pc and hard drive and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.